Event description:
A report was received that the patient's pain had gotten worse. The patient underwent an explant procedure.

Event description:
A report was received that the patient's pain was getting worse and the stimulation was not helping. The patient was explanted so she could undergo an MRI. No malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
.

Event description:
A report was received that the patient's pain was getting worse and the stimulation was not helping. The patient was explanted so she could undergo an MRI. No malfunction was suspected.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient's pain was getting worse and the stimulation was not helping. The patient was explanted so she could undergo an MRI. No malfunction was suspected.